Manufacturer narrative:
D5; h4, d6: information unavailable. H6: code 100(other): the instrument was received with a rotating head housing weld which had yeilded. The weld was examined and was found to have been sufficiently welded. No conclusion could be reached as to what may have caused the weld to yield. Based upon the inquiry information received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to a rotating head housing weld which had yielded. The instrument was received with a head housing weld which had yielded. The rotating head housing weld was examined and it appeared to have been welded throughly. No conclusion could be reached as to how this damage may have occurred and no functional testing could be performed. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instruments rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing.

Event description:
The device was used during an unknown procedure. It was reported by the rep. The device jammed. There was no consequence to the pt.